Event description:
Device misuse [device misuse], wrong dose administered [incorrect dose administered] ([no adverse event]). Case description: the incident does not represent a serious public health threat. Medical device info: class (B)(4). This spontaneous report received from (B)(6) and reported by a pharmacist as "device misuse", "error dose administered", and "no adverse event". It concerns a (B)(6) male pt treated with norditropin simplexx (somatropin) for an unk duration for "drug use for unk indication" along with nordipen 10 classic (growth hormone delivery device) since an unk duration for "device therapy". Pt's height: (B)(6). Medical history: severe intrauterine growth retardation without found deficiency in growth hormone (multiple tests). Starting and stopping in (B)(6) 2010, the pt used norditropin 15 mg cartridge with nordipen 10. It was reported that an error in dose was administered. No adverse event was reported. At the last consultation, a 15 mg penfill had been prescribed, instead of a longer term between 2 changes, but the family forgot to order an adapted pen. The pt's pediatrician mentioned that they probably had not insisted enough. Treatment with norditropin was considered partially successful with regard to the indication since increase of the dose to 0.08 mg/kg/day. The pt has not been hospitalized. Treatment with norditropin has not been stopped. The pharmacist has been alerted, the pen has been changed, and the dose was decreased on (B)(6) 2010 to 0.8 mg/day until (B)(6). No lab examinations have been performed. The suspected product will not be returned for analysis. The overall outcome was reported as "recovered completely". No further info available. On (B)(6) 2010, this case was re-classified from non-serious to serious by the sub-reporter as medically significant. Comment: company comment: the pt was administered a higher dose than prescribed due to the maladaption of the pen/penfill, however, no adverse events were reported. The pt was not hospitalized and treatment with norditropin has been continued at the prescribed dose. Reporter comment: pediatrician's alternative aetiology: not reported. Pediatrician's causality: maladaptation of pen/penfill probably related.